Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 5 for the same event. It was reported that during an evaluation set testing, it was discovered that the eg1a system including the handpiece device, console device, foot control device, attachment device and the cutter device registered a c-2 error code when used together. It was further reported that the handpiece device was spinning the cutter device intermittently. The reporter stated that the event occurred while at home testing out an eg1 evaluation set that they were planning to present to a surgeon the following day. According to the reporter, once the evaluation set was hooked up and the foot pedal device was engaged, the console device immediately registered a c-2 error code. The reporter indicated that the foot petal device was then depressed to disengage the handpiece device. However, it was observed that when the handpiece device was disengaged, the handpiece device intermittently span the cutter device by 180 degrees. Thus, the drill bit/cutter device span half a rotation and stop, and then span again half rotation and so on without pressing the foot pedal device. The reporter stated that noting the c-2 troubleshooting instructions read to detach the handpiece device from the console device, the handpiece device was detached from the console device and then both devices were reattached. The reporter stated that as an additional measure, they also opted to change out the dissection tools from one sample burr device to a different burr device by using the bur devices from their in-service sample bag that they used to display products. The reporter indicated that when the handpiece device was reattached and the foot pedal device was re-engaged, the c-2 error code cleared from the console device. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.